Event description:
Device issue: none. Adverse event: acute stent thrombosis requiring medical intervention. Onset of adverse event: within 24 hours of the procedure. It was reported that the patient presented to the cardiac cath lab with an acute myocardial infarction (ami). The patient was treated with two vision stents in the circumflex. Within 24 hours, the patient experienced acute stent thrombosis of both vision stents. The patient was brought back into the cath lab and was treated with an nc voyager and an aspiration catheter to remove the stent thrombosis. The patient was put on intra aortic balloon pump (iabp) and remained in the hospital in stable condition. The patient was discharged from the hospital on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is a known adverse event as listed in the vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The 3.5 x 23 mm multi link vision (part 1007849-23, lot 0060341), indicated is being filed under a separate MFR#.